Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during a lead revision procedure. The right ventricular lead exhibited low r-wave sensing and high capture thresholds prior to procedure. After the lead was explanted and replaced, the patient's blood pressure dropped and CPR was performed. The patient was transported to another facility to have a drain placed in the liver. A cardiac CT was performed and did not indicate cardiac perforation on the placement of the new lead. The patient was discharged from the intensive care unit and was recovering.